Manufacturer narrative:
The insulin pump was received with normal operating currents. No blank display was noted during testing. No damage was found on a component of the liquid crystal display isolation tape. No unexpected battery out limit alarm was noted. The insulin pump was received with a cracked case at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage to the battery compartment. The customer stated that part of the battery compartment was cracked at the threads. He stated that he had to keep replacing the battery. He stated that the battery kept going dead. The customer's blood glucose was between 173 to 178 mg/dl. He reported that the insulin pump had a blank display and low alarm. He did not know how the damage occurred. It was possible that the damage was a result of the customer over-tightening the battery cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.